Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis and the reported 32056 error was confirmed in the logs and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where agc current was found to be failing on the ¿0x2¿ axis. Once testing was completed, the pitch searchlight and pitch searchlight flat flex cable (ffb) was tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of error 32056 is attributed to a communication issue in the inter-integrated circuit (i2c). This issue can be resolved by troubleshooting measures, such as pressing the ¿recover¿ button, disabling the boom and cart drive, or restarting the system to continue. The probable root cause is attributed to a component failure of the pitch searchlight and ffc.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Universal surgical manipulator (usm) 1 was replaced, followed by programming, calibration, and full-axis testing. All tests passed, confirming restored functionality and normal system operation. A surgical simulation with all accessories installed showed satisfactory performance. Equipment released for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user encountered error 32056 on universal surgical manipulator (usm) 1. There was no reported injury.